Event description:
Patient admitted from clinic for increased ldh and signs of rhf (fvo with sob and doe at home). Bedside echo in clinic showed some septal bowing. Patient treated with IV heparin and diuresed with lasix and dopamine but ldh continued to rise despite therapeutic aptt; urine became darker on (B)(6) 2016. An emergency exchange took place due to ongoing hemolysis on (B)(6).